Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's ('fph') branch office that the inner dial of the manometer of an rd900aeu neopuff infant resuscitator appeared to be 'off center' or 'pushed inwards'. The event was detected prior to pt use. No pt consequence occurred.

Manufacturer narrative:
(B)(4). The manometer component of the complaint rd900aeu neopuff unit is currently en route to fisher & paykel healthcare in (B)(4) for further inspection. We will submit our findings in a follow-up report at the conclusion of our investigation.